Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26aug2021. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was brought to the operating room for left ventricular assist device (lvad) implant with an impella 5.5. The initial implant date had been postponed secondary to sepsis and the patient was on continuous bladder irrigation for hematuria and their platelet count was 70,000. During implant a redo sternotomy with two prior chest entries for cardiac surgery was performed. The patient received massive blood products during entry secondary to bleeding from multiple lesions and scar tissues. The lvad was functioning as expected with appropriate flows. Right ventricular function was stable with mild to moderate aortic insufficiency (ai). The case was also complicated by lung trauma and the patient was unable to achieve adequate ventilation. The mixed venous oxygen saturation (svo2) remained in 40-50s despite adequate lvad flows. The patient was placed on venoarterial extracorporeal membrane oxygenation (va-ECMO), and a centrimag was utilized for support. The heartmate 3 remained in place and was utilized as the left ventricle (lv) vent with rpms 5000. The patient was stable and able to be weaned off va-ECMO on (B)(6) 2021. The patients chest remained open with plan to close on (B)(6) 2021. They were on 40% fraction of inspired oxygen (fio2), a positive end-expiratory pressure of 5, and they were oxygenating/ventilating with no issues. Vad speed was 5700 rpms with flows of 5.2 lpm. The right ventricle remained stable with a central venous pressure of 13. Liver function tests were normal and the patient was making urine. The lvad was functioning as expected.